Manufacturer narrative:
Result of investigation: the reported customer complaint was able to be confirmed and duplicated by vyaire medical's failure analysis team. The reported failure was caused by improper assembly / maintenance during a customer's pm being performed. The ltv ventilator will be sent to factory service to have a 6-year pm & process in accordance with service process.

Manufacturer narrative:
Yaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top 1200 ventilator occurred positive end-expiratory pressure (peep) inaccuracy. At this time, there is no information regarding patient involvement associated with the reported event.